Manufacturer narrative:
The subject device is not available.

Event description:
During the coil embolization procedure, it was reported that resistance was felt when advancing the coil through the introducer sheath and the microcatheter. When the coil was removed with the microcatheter together, the main coil was prematurely detached. The procedure was completed successfully after changing to another coil. No clinical consequences were reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition after unpacking and during preparation, and the device was prepared as per the dfu. Based on the information currently available the exact cause for the reported main coil prematurely detached inside patient cannot be determined.

Event description:
During the coil embolization procedure, it was reported that resistance was felt when advancing the coil through the introducer sheath and the microcatheter. When the coil was removed with the microcatheter together, the main coil was prematurely detached. The procedure was completed successfully after changing to another coil. No clinical consequences were reported to the patient.